Event description:
It was reported that the analyzer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the analyzer tested out of specification. The analyzer was found to be defective and failed the incoming functional tests. The analyzer was replaced. If information is provided in the future, a supplemental report will be issued.